Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture updates on h6: impact codes.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced cardiac perforation and was confirmed through an x-ray. Moreover, the physician thought this was due to something other than the product such as the thinness of the atrial wall. Additionally, the patient also had pericardial effusion. Furthermore, a drainage was performed, and patient was under observation. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced cardiac perforation and was confirmed through an x-ray. Moreover, the physician thought this was due to something other than the product such as the thinness of the atrial wall. Additionally, the patient also had pericardial effusion. Furthermore, a drainage was performed, and patient was under observation. This ra lead remains in service. No additional adverse patient effects were reported.